Event description:
Report received indicated that when performing bilateral renal stenting, there was balloon withdrawal difficulty from the stent and one of the stents was positioned in a non-intentional site. No anomalies were noted during the inspection of the products and products were used following the instructions for use (IFU). The target lesions were ostial stenosis with calcifications. Bilateral renal stenting was initiated with the right renal artery. Direct stenting was performed with a palmaz blue. The stent-balloon delivery system was advanced and positioned at the lesion as usual. The balloon was inflated with a 10cc syringe to deploy the stent. The stent was fully deployed. Procedure continued by deflating the balloon for withdrawal; however, the physician felt that the deflated balloon was still stuck onto the stent struts. At one time the 10cc syringe was changed for a 20cc syringe. Nevertheless the balloon was pulled back however the stent came back with the balloon into the aortic artery. At this time the 11 cm sheath was exchanged for a longer sheath and the stent was snared and maneuvered down to the external iliac artery where it was deployed with a 9 mm balloon.

Manufacturer narrative:
Procedure continued by treating the left renal artery with a palmaz blue stent. The stent deploy successfully however also at this site the deflated balloon did not detach from the stent properly. Given the preceding incident, the physician, was ready and use the sheath to give some support to the stent and the stent was deploy in situ. Afterward the right renal artery was again cannulated and treated with another palmaz blue with success though also at this time there was withdrawal difficulty after balloon deflation. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. These are two of three products involved in the same patient and reported under manufacturing number 9610978-2007-00297 and 9610978-2007-00298.